Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor fuse holder assembly was evaluated and repaired. The monitor power supply was also adjusted during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was intermittently lost from the left "live" monitor. This issue will effectively eliminate the ability to view real time image. No pt death or serious injury was reported related to this event.